Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effects of hematoma and hemorrhage are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI is not known as the part and lot number were not provided. Attachment medwatch report #mw5154984.

Event description:
User facility medwatch report received that states, "at the end of a transfemoral tavr case the patient developed a hematoma in the right groin. Angiography revealed bleeding at the right femoral artery at the site of the perclose devices, requiring repair with a covered stent. It is believed the injury was caused by incomplete arteriotomy closure of the perclose devices. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."